Manufacturer narrative:
(B)(4).

Event description:
On 10/12/2015, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) d female patient. The test was repeated on an alternate method and the result was negative based on the information available. The customer states an ultrasound was done and found to be negative for a fetus. Based on the information received and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. Method: result: comment: I-stat; 36.1; positive; main lab; <1.0; negative; there are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 11/09/2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.

Event description:
Na